Manufacturer narrative:
Investigation included device use review, user education, and troubleshooting. Investigation of this case revealed a suspected communication disruption between the cgm sensor/transmitter and the ilet without evidence of hardware breakage. It was concluded that the event was attributable to signal loss from the cgm to the ilet, and the g7 sensor was considered failed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a dexcom g7 sensor paired to an ilet bionic pancreas experienced intermittent connectivity, resulting in signal loss to the ilet after initial readings were observed post-insertion. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated insulin dosing due to unavailable glucose data.